Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Reportedly, the patient stopped charging their ipg. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy restored post-op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.